Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a percutaneous treatment with a bone graft substitute and a bone biopsy. Allegedly, the patient developed an infection within a week of the procedure. The patient was given intravenous treatment then rotated to oral treatment.